Event description:
In 2008, the pt's mother reported that the pt's infusion site fell off the previous night and caused his blood glucose to be elevated to 191 mg/dl this morning. His target blood glucose level is 100 mg/dl. The infusion site had been in use for 2 days. Symptoms of elevated blood glucose are irritability, thirst, and hunger. The pt bolused through the infusion device to lower his blood glucose. The mother stated that the pt uses IV 3000 dressing with the infusion site and this works very well. She stated that he is a restless sleeper and she believed this caused the infusion site to fall off. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.